Event description:
It was reported that the procedure was to treat the right internal artery. The procedure was successful; however, when the accunet ii recovery catheter was advanced, it met resistance in the 6f sheath and the shaft kinked. The recovery catheter was removed and a new accunet ii recovery catheter was used to successfully retrieve the filter.